Event description:
It was reported that during a stent placement procedure, the stent was allegedly failed to expand from the system. The stent interstices finally opened after advancing, twisting, and turning the system. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned to the manufacturer for evaluation. The silicone brake of the inner catheter, located under the stent was found shifted to distal which indicated that the stent adhered to the brake leading to breakaway, and shifting upon removal. The hour glass like deformation on the stent in the area of the silicone cushion also confirmed the alleged expansion issue. The condition of the returned delivery system, and a video provided confirmed the alleged expansion issue. Based upon the available information a definitive root cause could not be determined. Labeling review: a review of the relevant labeling for this product was conducted. The instruction for use was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the stent was allegedly failed to expand. There was no reported patient injury.